Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test. Found that the basal rates were only set for three hrs of the day. The rest of the day was set to zero. Therefore giving the customer no insulin during those hrs. The customer is new to insulin pump therapy and will be receiving further training.